Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 48 mg/dl. Customer's other blood glucose value was 109 mg/dl. The customer was treated with glucose tablets. Customer stated that the insulin pump had sensor signal not found alert. Customer declined troubleshoot for low blood glucose. The device will not be returned for analysis.